Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of troubleshooting customer had taken no action to address bg level. A new cartridge was loaded to resolve the issue.